Event description:
It was reported that the pt had experienced symptoms of dizziness and felt light-headed when laying on their right side; date of onset was unk. The hcp reported there was no telemetry obtained from the left-sided pulse generator at follow-up for reprogramming in 2008, and battery failure was suspected. The right-sided battery had shown a drop in measured voltage levels from 3.72v and 2.69v, and bilateral replacement of both pulse generators was anticipated. A delay to obtain insurance approval had caused pt anxiety and lack of sleep. The pt had experienced emotional changes from stress; symptoms of dizziness had almost resolved. The product would be returned for analysis after explant.

Manufacturer narrative:
.